Event description:
It has been reported to philips that the system will not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the suite pc having a faulty drive bay unit. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer was planning to do some system tests when it was identified that the system was not booting up. Fse found that the suite pc had a faulty drive bay unit. The fse assisted the customer to resolve the problem with the suite pc but the system again booted up with the drive connected to pc and worked normally. The customer accepted the state of the equipment and rejected the further service, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.